Manufacturer narrative:
(B)(6).

Event description:
It was reported that the blade was missing. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, there were two stenosis in the cephalic vein. The pcb 5mmx20mm was taken to the distal lesion without difficulty and dilated once at 8atm. The other stenosis was then pulled forward and dilated twice at 8atm and 10atm. Afterwards, the direction was changed so it could be pulled straight into the sheath for removal, but some resistance was felt. The device was removed easily after a little force was applied. The 6.0x40 symmetry-40 was dilated both sites once at 10atm and15atm without difficulty. However, when it was removed from the sheath there was a tugging sensation and was found ruptured; also the pcb's one blade was missing. A blade-like appeared that got caught in the sheath tip when the image was checked. And with the peeled blade caught, the sheath was removed and the blade was taken out of the sheath with tweezers. There were no fragments left and no patient complications reported.

Event description:
It was reported that the blade was missing. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, there were two stenosis in the cephalic vein. The pcb 5mmx20mm was taken to the distal lesion without difficulty and dilated once at 8atm. The other stenosis was then pulled forward and dilated twice at 8atm and 10atm. Afterwards, the direction was changed so it could be pulled straight into the sheath for removal, but some resistance was felt. The device was removed easily after a little force was applied. The 6.0x40 symmetry-40 was dilated both sites once at 10atm and 15atm without difficulty. However, when it was removed from the sheath there was a tugging sensation and was found ruptured; also the pcb's one blade was missing. A blade-like appeared that got caught in the sheath tip when the image was checked. And with the peeled blade caught, the sheath was removed and the blade was taken out of the sheath with tweezers. There were no fragments left and no patient complications reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopically examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied and there was no issues and no leaks noted in the balloon material. A visual and microscopically examination of the returned device identified that a blade and part of the blade pad were noted to have detached from the balloon. All other blades and pads were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device.